Event description:
It was reported that the insulin gauge was inaccurate with multiple cartridges. Customer was educated to not overfill cartridge, use room temperature insulin and complete the air removal steps. There was no reported adverse impact to the customer¿s blood glucose level. Customer loaded a new cartridge to resolve the issue.